Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were on program 5 for a year and a half or close to two years, and then they started having a ton of pain. Patient stated that they thought maybe they had done something to their back and had to go to their doctor and found out that it was either a pinched nerve or a damaged nerve. The patient mentioned that they reported the symptoms to their hcp initially on (B)(6) 2025, but they were unclear if this was also when the issue started. They mentioned that the doctor gave them gabapentin to take for the pain they were having. Patient also mentioned that they had to move off of that program so they couldn't do program 6 because "it was in the same area" as program 7 so they went back to program 1. They only had it on a very low setting and their legs started bothering them. Patient mentioned that this is what happened to them a year or two ago when they first started putting the interstim on so they can't use program 1 or 2 because both go down to their leg. Patient stated that they tried using programs 3 and 4, but they said "they are right at the middle of my butt crack" and they couldn't stand the "vibration". As soon as they moved the therapy from a different program it started feeling a little better but they still couldn't get in and out of bed without having to crawl and lifting up one of their legs to help them get in the car. Patient reported they're still having pain, but it's getting better. The patient explained that program 1 started bothering them so they turned it off to get it off of the nerve area that they were in, and they had so much pain that they could not even get out of the bed. The patient said the therapy started affecting their leg when they were sleeping, and that's what happened before when they had the device on that program. The patient stated that they have no program that they can go to and the patient was redirected to their healthcare provider to further address the issue. The patient stated that their hcp directed them to contact mdt rep for assistance. They also mentioned that they went to the doctor a week ago or 2 weeks ago, and they will also see their hcp on may 2. Agent emailed the mdt rep regarding the patient's request for a follow-up.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.